Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Reports: 1627487-2015-03570 & 1627487-2015-03571. It is unknown which leads are related to this issue; therefore, all possible leads are being reported.the patient reported she was unable to initiate stimulation due to auto-reduction. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which it was found the leads had twisted due to the scs ipg flipping (reference MFR. Report: pending). The leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.